Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 11 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.